Event description:
The customer reported that the device stopped working during a laparoscopic hysterectomy. A second device of the same type was opened and used to complete the procedure. There was no pt injury. The device was returned to covidien and visual inspection discovered that the webbing was protruding from the hinge.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.